Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for one unknown drill guide/unknown lot. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that during a trochanteric fixation nail procedure, when drilling for the distal hole, the drill bit came in contact with the nail. The surgeon then took drill bit unhooked drill bit from the drill and was able to tap it through with a mallet to complete the procedure. The procedure was successfully completed with no patient injury. There was no delay reported in completing the procedure. This report is for one unknown drill guide. This is report 5 of 5 for complaint (B)(4).